Event description:
It was reported that the patient had just been implanted about three hours prior to report. The patient was having numbness in her left arm and increased numbness in all extremities. It was indicated that the patient was not able to mover her lower extremities. An MRI was to be done for this reason. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).